Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('slightly peripheral position of left essure device') in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rash. Concomitant products included azithromycin, diazepam, fluconazole, ibuprofen, influenza vaccine inact sag 3v (flucelvax), paracetamol (acetaminophen) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp cramping"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)/ frequent spotting in between menstrual cycles"), urinary tract infection ("uti"), alopecia ("hair loss / increase hair loss and thinning"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("pain:abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("vaginal infection\ vaginitis"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), dental restoration failure ("dental problems failed filling/ filling pain"), vomiting ("vomiting") and procedural pain ("dental problems failed filling/ filling pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, skin disorder, vaginal infection, urinary tract infection, urinary tract disorder, vaginal discharge, alopecia, fatigue, dental restoration failure, migraine, headache, nausea, vaginal haemorrhage, vomiting, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dental restoration failure, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, procedural pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Slightly peripheral position of left essure device. No contrast material passing into fallopian tube. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('slightly peripheral position of left essure device') in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rash. Concomitant products included azithromycin, diazepam, fluconazole, ibuprofen, influenza vaccine inact sag 3v (flucelvax), paracetamol (acetaminophen) and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp cramping"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)/ frequent spotting in between menstrual cycles"), urinary tract infection ("uti"), alopecia ("hair loss / increase hair loss and thinning"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/ skin condition"), skin disorder ("rash/ skin condition"), vaginal infection ("vaginal infection/ vaginitis"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), dental restoration failure ("dental problems failed filling/ filling pain"), vomiting ("vomiting") and procedural pain ("dental problems failed filling/ filling pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, skin disorder, vaginal infection, urinary tract infection, urinary tract disorder, vaginal discharge, alopecia, fatigue, dental restoration failure, migraine, headache, nausea, vaginal haemorrhage, vomiting, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dental restoration failure, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, procedural pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Slightly peripheral position of left essure device. No contrast material passing into fallopian tube. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Lot number, lab data and concomitant medication, condition added. Events: abnormal bleeding (vaginal), vaginitis, vomiting, lower abdominal pain were added. Event dental problem updated to dental problems failed filling/ filling pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.